Manufacturer narrative:
H6: investigation summary: no samples were returned for investigation of complaint reference pr (B)(4) in which the customer has reported experiencing occlusion when trying to administer medication through a 2000e7d smartsite. Further details relating to the clinical set up and sequence of events prior to the issue occurring were not available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation; however, the root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. A review of the production records for lot 1017152 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. H3 other text : see h10.

Event description:
It was reported that 7-day ll vlv adpt(stand alone) was occluded. The following information was provided by the initial reporter: device does not infuse medication (obstructed? Defect?).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 7-day ll vlv adpt (stand alone) was occluded. The following information was provided by the initial reporter: device does not infuse medication (obstructed? Defect?).